Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The was positioned in the laa and the closure device was deployed. During recapture of the closure device the was became kinked. The procedure was successfully completed with a second was and no patient complications were reported.s